Event description:
Additional information received from the consumer reported the manufacturer's representative (rep) completely changed both programs to a "wavy vibration" instead of a "thump". The patient stated that the "idea" with sciatica, which she lived with 24/7, was to relieve the nasty nerve pain and try to get it to "rest inside her body". The rep helped with the adjustment. The patient had to "survive" a lower pain level by doing very little sitting or moving her body, with no bending, lifting, or twisting, and lying flat in her bed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 238260001, implanted: (B)(6) 2010, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapy. The patient stated that the implantable neurostimulator (ins) has not been working well for her. The patient felt that her body had changed. The patient had been doing water therapy and that may have changed her body. The patient stated that the ins was not helping for a few months and yesterday a rep adjusted it and now it was up too high and she can't turn it on. The rep took out the patient's original programs, put 2 programs in, and it was lousy. It hurts so bad she can't turn the ins on. The patient stated that it was thumping and it was making her sciatica worse. The patient stated that due to limited time, she was in a rush and did not have enough time with the rep. The past few times when the patient went in for a reprogramming she met with other reps and they were able to adjust it very well for her. The rep in the area met with the patient quickly. The rep changed both programs to a gentle vibration all around the core of the pain as well as down my into my heel. The patient's relief was now fantastic. The patient had the stimulation device for over five years and it was the best adjustment ever. The adjustment had reduced the patient's pain levels which allowed her to wean off more pain meds. There was a reported symptom of overstimulation in the right leg or right side of body. This was considered a sudden change in therapy/symptoms. Additional information received reported that the patient was reprogrammed in the clinic by a rep on (B)(6) 2015 and the new program(s) was causing uncomfortable stimulation such that she did not want to turn it on so she kept the therapy off.